Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 500/650 mg/dl. The customer was treated intravenously with fluids of saline and insulin. The customer was released the same day with issue resolved and not permanent damage. The customer reverted to manual dose injection for insulin therapy.